Event description:
It was reported that a patient underwent an open ventral hernia repair on an unknown date and mesh was implanted. Approximately four months post operatively, the patient experienced a recurrent hernia. A re-operation was performed. During the surgery it was noted that the mesh was torn in the middle. Additional information to be requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.